Manufacturer narrative:
The reported event of impending erosion could not be confirmed. The implantable cardioverter defibrillator (ICD) was returned for analysis. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
Related manufacturer reference number: 2017865-2023-95209. It was reported the patient presented prior to a routine generator exchange. During interrogation, it was discovered the right ventricular lead exhibited a fracture, high pacing impedance, and loss of capture. Examination of the pocket showed minimal tissue over the implantable cardioverter defibrillator (ICD) suggesting an impending erosion. The right ventricular lead was capped and replaced, the ICD was explanted and replaced, and the pocket was revised. The patient was discharged from the hospital after the procedure.